Event description:
Legal counsel for the patient reported that patient underwent m2a hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2012, for an unknown reason. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. " and "early or late postoperative infection and allergic reaction."

Event description:
Legal counsel for the patient reported that patient underwent m2a hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2012, for an unknown reason. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in the patient's left hip revision operative report noted patient underwent a revision on (B)(6) 2012 due infection and loose acetabular cup. Operative report noted the presence of purulence and fatty necrotic tissue, macerated tissue at the iliopsoas insertion, bone loss in the medial calcar region due to erosion, pus, granulation tissue and minimal edge growth on the acetabular cup. An irrigation and debridement was performed. All components were removed and replaced with spacer molds. Patient underwent reimplantation on (B)(6) 2012 with competitor components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product and lot identification necessary to review manufacturing history was not provided. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.